Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device - 1 year. Manufacturer's investigation conclusion: the device remains implanted and the patient remains ongoing on vad support. A correlation between the device and the reported driveline exit site infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient presented to the emergency department on (B)(6) 2018 after experiencing 3 days of abdominal pain and discharge from the percutaneous lead (driveline) site. According to the patient, the drainage that was exiting the wound was bloody at times but mostly pus and malodorous. Computed tomography, arterial phase (ap) revealed tissue stranding but no abscess. The physician did not feel debridement was indicated. Empiric antibiotic therapy with IV vancomycin and zosyn was initiated, then transitioned to oral augmentin. The patient was prescribed a two-week course. Blood cultures on (B)(6) 2018 and (B)(6)2018 revealed no growth to date (ngtd) at time of discharge.